Event description:
The customer reported a blank display after being pushed into a pool while wearing the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to a corroded electronic assembly. The insulin pump also had a corroded motor assembly.